Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's stimulation turned off about a week or two ago and he went to the health care provider (hcp) to get it turned back on. Following programming the stimulation back on, the patient noticed he was charging too frequently. The patient confirmed he charged to 100% and received all of the coupling bars. It was noted that was taking longer to charge the patient's device. It was taking two hours to charge when it used to take less. Follow-up from the consumer reported that the hand held remote was showing charged, but the icon was showing that the stimulation was off. They could not get it to turn back on; they tried several things and nothing seemed to work to get it back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.